Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E1: phone number: requested, unknown . A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal dilator was properly inserted into the angio-seal sheath. There was a click, however it was very faint. The dilator was very loose in the angio-seal sheath. When inserting the sheath/dilator combination into the vessel using the enclosed guide wire, the dilator has pushed back and moved proximally out of the sheath. The system was removed and compacted manually using quicklot. There was no patient harm. The procedure being performed was a percutaneous transluminal angioplasty (pta). Hemostasis was achieved by manual compression, quicklot, and a pressure dressing. A 6fr procedural sheath was used. There were difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was not performed. There were no issues with insertion, deployment, or withdrawal of the device. The estimated blood loss was less than 250cc. The patient was in stable condition. Additional information was received on 31jul2023: the user did not have difficulty inserting the locator into the hub. The user successfully inserted and locked the locator in the hub. There was audible click on mating. There was tactile feedback after mating. The user was unable to mate the locator with the hub after many tries. The number of times that the user attempted to mate the locator and hub is unknown. The locator separated after mating with the hub. The locator was too loose and failed to stay in place. The separation occurred when the device was in the patient. Hemostasis was achieved by manual compression.

Manufacturer narrative:
One 6fr angioseal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, guidewire, and header bag. The device was visually inspected and found to have been in used condition. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. A nonconformance report (ncr) was completed by the manufacturing facility, and the root cause of the issue was determined to have been a machine repair which occurred on 10/05/2022 affecting part interference between the hub and the cap. A corrective and preventative action (CAPA) was generated in response to the issue in order to create corrective and preventive actions, and additional information concerning the results of the corrective and preventative action (CAPA) will be captured in the corrective and preventative action (CAPA) document. The device history record (DHR) review was performed, and no manufacturing issue was identified within the documentation.